Manufacturer narrative:
Aware date on follow-up incorrect. Should be (B)(6) 2017.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment on 13 december 2016. The representative was able to confirm the reported issue. The representative confirmed that the door switches functioned normally. The troubleshooting found that the gantry motion controller box was suspected to be the root cause of the issue. A replacement gantry motion controller box was then shipped to the representative. The representative returned to the site on 14 december 2016 to perform the replacement. The representative reported that they were successfully able to replace the motion control box. The imaging system then passed the system checkout and was found to be fully functional. The suspect gantry motion control box has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the gantry door on the imaging system would not close. Initial troubleshooting included restarting the imaging system, unplugging and plugging the interface (umbilical) cable in the system. The initial troubleshooting did not resolve the reported issue. When pressing the door close button on the pendant, a clicking sound was observed by the representative. All other gantry motions functioned as intended. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. Though medtronic imaging was aborted, there was no impact on patient outcome.

Manufacturer narrative:
The reported issue was evaluated by medtronic personnel along with related occurrences on the serial number. The investigation found that the rotor tract motor was replaced on the imaging system at a later date. No reoccurrences of the reported issue have been reported since the replacement of the rotor tract motor.

Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value. The gantry motion controller was returned to the manufacturer for evaluation. Testing found that the amplifiers on the board were swapped.